Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2008 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to cystocele, rectocele and stress urinary incontinence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
It was reported that patient underwent removal of scar and mesh of the right rectal vault with repair of enterocele on (B)(6) 2010 by implanting surgeon for dyspareunia and scarring in the right vaginal vault. Patient had removal of exposed mesh on (B)(6) 2009 by implanting surgeon for mesh exposure.

Event description:
It was reported that patient underwent removal of scar and mesh of the right rectal vault with repair of enterocele on (B)(6) 2010 by implanting surgeon for dyspareunia and scarring in the right vaginal vault. Patient had removal of exposed mesh on (B)(6) 2009 by implanting surgeon for mesh exposure.

Manufacturer narrative:
(B)(4).